Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and observed that the readiness display did not have an ok symbol, wrench symbol or any bars in the battery indicator when the customer's battery was installed in the device. Additionally, the device emitted an alert tone and would not remain powered on during testing. A test battery was then installed in the customer's device in order to complete the evaluation. With the test battery, the customer's device powered on, charged and shocked, when prompted. The device was then opened so that a visual examination could be performed and no discrepancies were observed. The device off current was then measured. It was observed that the device had a high off current from the digital pcb assembly of 1.95 ma which depleted the battery. The customer's device was no longer under warranty. The customer requested that their device be returned to them in its current condition; therefor further testing could not be completed. The component level cause could not be determined.

Event description:
The customer contacted physio-control to report that their device had depleted multiple batteries in a short time-frame. This issue could lead to the device battery being at a very low state of charge which may not be sufficient for patient use. There was no patient use associated with the reported event.